Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. A chest x-ray revealed the rv lead was fractured. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.